Event description:
On (B)(6), 2011, a patient used caviwipes to clean her spouse's hospital room, and then developed chest pain.

Manufacturer narrative:
The patient was treated for atypical chest pain by the emergency room doctors which included diagnostic tests and the administration of nitrol. There was no shortness of breath or respiratory reaction. The following day, (B)(6), 2011, the patient was discharged and had recovered from her symptoms. No product was returned and no additional information regarding the product was given; therefore, no additional evaluation could be conducted.